Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked during transport while the user was on vacation, after which the touchscreen did not function; the user transitioned to mdi and reported that blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education, assessment of device usability, and coordination for replacement and return. Investigation of this case revealed damage to the display/touch interface consistent with physical impact during handling, resulting in loss of touchscreen input while other therapy functions were not reported to be affected. It was concluded, based on previously established findings for similar reports, that the cause was device damage from external physical stress unrelated to device manufacturing or design.